Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving compounded baclofen 1600mcg/ml for a total dose of 654.7mcg/day, compounded bupivacaine 18mg/ml for a total dose of 7.365mg/day, and compounded clonidine 500mcg/ml for a total dose of 204.60mcg/day via an implantable pump for complex regional pain syndrome type one and intractable spasticity. It was reported on (B)(6) 2018 the patient reported pain at the pump site. The patient was considering weaning off therapy secondary to discomfort at the pump site, difficulty activating personal therapy manager (ptm), and the 10/10 pain. On (B)(6) 2018 the patient reported feeling as if the pump has migrated. Examination on (B)(6) 2018 confirmed the pump remains intact and sutured. It was noted they were considering a pump pocket revision. On (B)(6) 2018 the patient reported intense pain they described as intense burning and pinching as well as warmth around the site. On (B)(6) 2018 the home health nurse reported the patient's temperature measured at 99.2 degrees fahrenheit and the pump site was warm to touch. The patient reported she will present to the emergency department (ed). On (B)(4) 2018 it was reported that on (B)(6) 2018 the pump was repositioned to the right lower abdomen, replaced the pump connector and the catheter proximal segment. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pain at the pump site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). The cause of the difficulty activating the personal therapy manager (ptm was not determined. The serial number of the ptm was not provided. No further complications were reported.